Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information was not provided.

Event description:
It was reported that during preventive maintenance service engineer found battery was disconnected, won't charge. The unit had a damaged power cord. Replaced the damaged power cord and let the unit charge up. There is no patient information. Per customer, no further information will be provided, including patient demographics and no products will be returned.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 11/13/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The reported issue of during preventive maintenance service engineer found battery was disconnected, won't charge could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes.

Event description:
It was reported that during preventive maintenance service engineer found battery was disconnected, won't charge. The unit had a damaged power cord. Replaced the damaged power cord and let the unit charge up. There is no patient information. Per customer, no further information will be provided, including patient demographics and no products will be returned.